Manufacturer narrative:
The account installed new hex rod and hardware on the foot end of the stretcher to resolve the issue.

Event description:
The account alleged the brake casters set but do not hold at the foot end of the stretcher. No pt impact.